Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was experiencing chronic low flow alarms since implant due to some right ventricular (rv) dysfunction and a small left ventricle (lv) size. Low flow software update was requested. It was reported that the device operated as expected and the vent was not related to a device malfunction. The patient was experiencing significantly less low flow alarms following the update.